Event description:
The asp-can-4t fat collection cannister cracked during use. - (B)(6) 2015.

Manufacturer narrative:
Due indications of the device cracking during use, the occurrence was determined to be reportable to the FDA. There were no injuries reported resulting from the occurrence.